Event description:
It has been reported to us that the distal tip of the guide wire became separated and remains inside the pt's vessel. The physician inserted the guide wire into the pt's vessel. At some point during the procedure, the distal tip of the guide wire became lodged into the pt's vessel. The physician attempted to pull back on the guide wire and the distal tip became separated from the shaft and remains inside the pt's vessel. The decision was made to leave the separated distal tip inside the pt's vessel. The pt is reported to be fine. The device will not be returned for eval.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for eval. Therefore, an engineering analysis of the subject cannot be performed. The lot number for the device is known, and therefore a review of the device history record will be performed. Device discarded - not returned for eval.